Event description:
Related manufacturer reference number: 2017865-2021-38229 related manufacturer reference number: 2017865-2021-39661 it was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition post-procedure.

Event description:
Related manufacturer reference number: 2017865-2021-38229. It was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, interrogation, and device image, and preliminary testing was normal and no anomalies were found.